Event description:
It was reported that the patient contacted support for assistance after the dexcom g7 continuous glucose monitor became unpaired from the device. The patient confirmed that glucose readings were visible in the dexcom mobile application, indicating that the sensor was functioning. The patient was guided through troubleshooting steps, including toggling settings, restarting the device, and re-entering the pairing code, which allowed the pairing process to restart. Blood glucose levels were not affected, and at the time of the call the patient¿s blood glucose was reported to be 257 mg/dl, with the patient stating they felt fine. The patient was advised to call back if the connection was not established within the expected time frame. The patient later called back and reported that a second sensor had failed. The patient was advised to replace the sensor and was informed that pairing could take up to 30 minutes. The patient expressed understanding and satisfaction with the guidance and was transferred to the sensor manufacturer for replacement assistance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.